Event description:
Event desc: the weighted tube tip separated from the feeding tube and was found to be inside the pt as confirmed by x-ray. According to the customer the feeding tube was inserted. Confirmation stated it was coiled in the stomach. The feeding tube was removed. Another feeding tube was inserted. The x-ray confirmation noted two metallic markers on x-ray. The feeding tube was removed and x-ray was taken with no feeding tube in place. X-ray confirmed metallic marker remaining. Compared first feeding tube to second and found it to be shorter. Gi and surgical consults have indicated that the tip should pass on its own w/o intervention. Therefore, at the time of this report, no intervention is planned.

Manufacturer narrative:
The weighted end of the feeding tube broke away from the bolus. The returned sample showed that it was not a bond failure or assembly failure. When retention samples were mechanically tested, a similar break in the material at this area was created after applying more than 17 pounds of tensile pull force. These types of forces would not be typical during use and it is therefore unk how this feeding tube broke.